Event description:
After 25 months of implantation, the device involved in this MDR report was explanted and returned because it could not be interrogated: in addition, no magnet response was obsereved.

Event description:
After 26 months of implantation, the device involved in this MDR report was explanted and returned because it could not be interrogated; in addition, no magnet response was observed.